Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was replaced and the generator was calibrated. The system is operating as intended.

Event description:
The customer ordered a new x-ray tube for the 9800 system. No pt injury was reported.